Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the upper buttocks, on (B)(6) 2016. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Pairing with (B)(4) bluetooth device: passed. Transmitter functional tester: passed. Share log review: loss of connection found in the log within the investigation window. Performed pairing test with (B)(6) bluetooth device: passed. The reported event of a loss of connection was confirmed. The root cause could not be determined.